Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 1700 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization as per health care provider is high blood glucose and infections. The customer stayed in hospital for 6 days and treated infection and got blood glucose down. The customer was given insulin and IV fluids for the infection. Customer was wearing the pump at time of hospitalization.